Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) pace/sense lead were explanted and replaced. It was noted that the ra lead was demonstrating a pacing impedance measurement of <200 ohms and noise on the electrogram (egm). It was reported that the ra lead was confirmed to be fractured via x-ray (fracture was noted at the clavicle area). The ICD was electively explanted in response to the physician advisory issued for this model device. This particular model/serial ICD was confirmed to be part of the population affected by this physician advisory (via the device lookup tool on www.guidant.com).